Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A replacement device has been sent to the customer.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The battery was found completely depleted and was determined to be the cause of the reported issue. Device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.